Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. To address the failure, the stm replaced the batteries and completed the pm with full calibration. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries of the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement; thus, no adverse event was reported.